Event description:
The customer reported that during a tlh procedure they used 4 ligasure atlas instruments and, with 3 of them, the seal was insufficient. They reported, it appeared that only half of the energy was delivered. They raised the power to the maximum 3 bars and there was no change. In all 3 an end tone, indicating a completed seal, was heard. Only with a fourth ligasure atlas could the surgery be finished with no further problems. There was no blood loss, no tissue loss or damage and no pt injury. The 3 atlas devices are on MFR report #s 1717344-2010-00546, 1717344-2010-00547.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.